Event description:
It was reported, the customer had several alarms on their insulin pump. Customer reported receiving a signal too low alarm, unexpected restart alarm, and a displayable history check failed on startup alarm. It was also found the customer was experiencing high blood glucose. The customer's blood glucose was 23.9 mmol/l. Troubleshooting found the customer's insulin pump passed a self test and the correct bolus amount was recorded in the bolus history. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.